Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm during testing noted during testing. No moisture damage on the lcd board, motherboard, interface board, motor, vibrator and battery tube assembly during visual inspection. The insulin pump was unable to perform functional test due to buttons not responding. No fluid or rainbow color on lcd display during test noted during testing. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked belt clip slot and cracked battery tube threads.

Event description:
The customer reported via phone call that the insulin pump had a rainbow and cloudy effect on the screen. The customer's blood glucose was unknown at the time of incident. The customer stated that the insulin pump was exposed to sweat. The customer stated that there was fluid under the lcd. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.